Event description:
Patient implanted with straight wrist plate and an 8 screw construct for a right wrist fracture on (B)(6) 2011. Patient complained of pain in right wrist and patient noted as healed. Patient returned to operating room on (B)(6) 2012 for hardware removal. Hardware was removed and patient was not revised to any additional hardware. This is the 6th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing. No conclusion could be drawn, as no device was returned or lot number provided.